Event description:
Philips received a complaint on the intellibridge ec10 module indicating that system is sending low ventilation alarms as l/h and will not distinguish if it is low or high for is for the hamilton c1. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Customer is taking responsibility for servicing the device. The customer has been notified to contact philips for any follow up at which point a new service order will be created, if applicable. No further information will be obtained as this concluded philips remote support to the customer for this event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required.